Event description:
Reportedly, patient expired after an implant duration of 0.5 months (in 2007, after an implant date of the month before) due to unknown reasons. Unknown if patient death is device related. No further information regarding this patient was received.

Manufacturer narrative:
Device not returned.